Manufacturer narrative:
The ge service rep ordered a new leg extender. The customer installed the new part and reported that the system was operating as intended.

Event description:
The customer reported that the leg extensions were difficult to put on and get off the system. This event occurred inside a procedure. No pt injury was reported.